Event description:
The customer complained of a questionable elecsys troponin I stat immunoassay (tni) result for 1 patient tested on a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module. The initial tni result from the cobas e411 was 0.3 ng/ml with a data flag. The initial result was reported outside of the laboratory but was questioned due to previous high results. The tni result from a cobas e601 was 0.67 ng/ml. The result from the cobas e601 was deemed to be correct and a corrected report was issued. The initial tni result was from the primary tube while the repeat result was from an aliquot of the primary sample run in a sample cup. There was no adverse event. The tni reagent lot was 337592 with an expiration date of jul-2019. The field engineering specialist was unable to find a root cause. He performed precision testing with acceptable results. The provided calibration and qc results were acceptable. The analyzer alarm trace did not contain any conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.